Event description:
The customer took a blood glucose level measurement and received a reading of high (>500 mg/dl). She checked the pod and noticed a bend in the cannula. She then manually injected a bolus. The pod was worn between 4 and 24 hours.

Manufacturer narrative:
The device was not returned for eval. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot qualification records were reviewed, and the product lot met all acceptance criteria.